Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 4. Reference MFR report: 1627487-2019-01104. Reference MFR report: 1627487-2019-01106. Reference MFR report: 1627487-2019-01107. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. The patient is receiving ineffective therapy. Surgical intervention may be taken at a later date to address the issue.

Event description:
Further investigation revealed that there is no allegation against this lead.